Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer stated that they tried treating the high blood glucose with manual injection. The customer stated that they were given IV fluids and insulin during the hospitalization. The customer stated that they experienced nausea and vomiting. The insulin pump will not be returned for analysis.